Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges consumer was driving along on the street and she heard a pop, the chair went forward and to one side, consumer fell out, and the chair fell on top of her.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the left motor bracket was fractured. There may have been inadequate weld penetration between the motor mount pivot bracket and motor mount plate. Whether or not this condition was a contributing factor is unknown. Pride is not currently purchasing this part from the same vendor.

Event description:
Alleges consumer was driving along on the street and she heard a pop, the chair went forward and to one side, consumer fell out, and the chair fell on top of her.